Manufacturer narrative:
On (B)(4) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(4) 2016 scope was recalibrated. Accuracy checked and passed. On (B)(4) 2016 fa medtronic representative, following-up at the site, confirmed that when the scope was checked, no inaccuracy was found. The scope was used in a subsequent procedure without issue. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, the scope was alleged to be inaccurate. All other instruments were accurate, however, the scope was alleged to be an inch off. They were able to proceed using the scope probe for navigation in conjunction with the microscope. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.